Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated properly with test guardian link transmitter. No lost sensor alarm noted. Unit alarmed hardware low level failure during self test and pump trace download confirmed hardware low level failure variable 3. Hardware low level failure was due to broken trace u1 pin6(sda). Pillowing keypad overlay, scratched case, faded serial number label and corroded battery tube. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did loss communication with transmitter. Customer performed all possible troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.